Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 40.4 cm with the connector portion returned for analysis. External insulation abrasion was noted from 16.9 cm to 17.0 cm and 18.6 cm to 19.6 cm from the connector pin, consistent with friction against another implantable device. An additional external insulation abrasion was noted from 26.8 cm to 27.8 cm from the connector pin, consistent with friction against another implantable device or feature of the heart. The etfe coating was intact at these locations. All other damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.